Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s clinic manager (cm) reported that an internal dialyzer blood leak occurred fifteen minutes after the initiation of a patient's hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. A fresenius bloodline was also in use. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250ml. The patient was restarted on a new machine and treatment completed successfully with new supplies. There was no patient serious injury or medical intervention required due to this event. The complaint device is not available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the machine. At this time, no additional information has been provided.